Event description:
In 2008, the lay-user/patient contact lifescan (lfs) alleging that the onetouch ultrasoft lancing device has a loose cap and at times falls off. The pt claimed that the loose cap issue first occurred on the event date. Sometime after the reported issue began, the pt was tested with a backup meter, reportedly obtaining a blood glucose reading of "60 mg/dl" and had symptoms described as "lightheaded, nervous, and shaky." The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved. There was no indication of product misused. This complaint is being reported because the pt claimed that she had symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet rec'd it. If the product is returned, lifescan will evaluate them and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.